Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Event description:
It was reported on (B)(6) 2026, the guide block on, pinned plate down using 1.25 k wires. Two distal 1 proximal, 2.7 cortex screw in oblong hole 2.4 cortex in second most ulnar distal hole 2.4 locker in most ulnar hole not locked all the way down 2.4 locker in most distal radial styloid hole not locked down 2.4 locker in 2nd most radial hole not locked down locked all screws in moving radial to ulnar. Ulnar screw did not lock, tried to remove guide block to take the screw out then swap out for a 2.7 locker, did not lock. Bailed and used proximal ulnar screw hole and it locked. There was no patient consequences related to the event. A surgical delay of an unknown amount of time was noted.